Manufacturer narrative:
(B)(4).

Event description:
During a ventricular tachycardia procedure a pericardial effusion occurred. During mapping of the left ventricle with the ablation catheter a cardiac perforation at the apex of the heart was noted and confirmed by transthoracic echocardiogram. A pericardiocentesis was performed and the patient was transfused via cellsaver. Protamine and antiarrhythmic drugs were administered; however the effusion continued. The patient was transferred to ICU with a continuing effusion and evidence of pericardial hematoma formation. Following multiple blood transfusions, fluid volume resuscitation, and additional antiarrhythmic drug administration the patient's blood pressure stabilized. The patient expired two days after the procedure due to multi-organ dysfunction. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation concluded the catheter met specifications for electrical testing, and functioned per requirements during an ablation simulation test with no functional anomalies noted. In addition, the catheter deflected in both directions when actuating the steering mechanism, and deflected in the correct shape according to specifications. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported pericardial effusion was procedure related.